Event description:
Loss of consciousness, hypoglycemia and mentally slow [hypoglycaemic unconsciousness]. Mentally slow [cognitive disorder]. Case description: this spontaneous report, reported by a consumer, rec'd from the united states and reported as "loss of consciousness and low blood sugar", concerns a male pt treated with novopen 3 from an unknown date to present for type I diabetes mellitus since 1989. In 2006, the pt's neighbors found him unconscious and called the paramedics. When the paramedics arrived, the pt's blood glucose level was 20 mg/dl. An intravenous dextrose soltuion was started and the pt regained consciousness (blood glucose levels unknown). He refused to go to the hospital. The pt reported that since 10/25/06, he has been mentally slow. The pt reported that he alternates between using the novopen 3 with novolog (rapid-acting insulin aspart) penfill cartridges, and the minimed medtronic 512 insulin pump with novolog. He stated that at the time of the event, he was using the novopen 3 and reported that the device was not working, but he did not provide any details about how the device was not working. He reported that he did not feel that the novolog penfill cartridge was suspect. At the time of the intial report, the events of loss of consciousness and hypoglycemia were resolved. The event of mentally slow is ongoing. The pt agreed to return the device for testing, but it has not yet been rec'd by novo nordisk.